Manufacturer narrative:
(B)(4). Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the homechoice was not returned, a device analysis was unable to be completed. A review of the service history revealed that the device had been serviced for a similar issue. However, the homechoice met all testing specifications upon release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy on the homechoice device. The patient stated they were in drain three of four when they received a negative ultrafiltration alarm. The technical service representative (tsr) had the patient reposition and press go and the tsr monitored the drain volume, which was 3260 ml. The patient¿s fill volume equaled 2000 ml. The homechoice moved to fill four of four on its own and the patient will continue therapy as normal. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.